Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, after making one pass with the sacrospinas arm on the patient's left side, the needle head broke off. The physician was unhappy with the location of the pass and wanted to re-throw the arm, but could not due to the problem with the needle head. The loose needle head was removed from the patient. The clinician successfully completed this procedure with another of the same device. No patient complications were reported as a result of this event and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be performed. We are unable to determine the relationship between this device and the cause for this event.